Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2018 with the following findings: a review of the basal history was inaccurate due to a cartridge change and loss of prime. The pump was manually suspended and manually resumed. The pump was exercised for 24 hours with a 1.0 unit per hour basal rate and at the end of testing the basal history correctly showed 1.0u and the total daily dose showed 24.0 units. The basal history recording defect allegation was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the pump was only administering the basal rate that was programmed for an hour after it was started, followed by 0.00 unit basal rates. It was alleged while on the insulin pump the pump caused the patient to experience a blood glucose of 440mg/dl with no symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.